Manufacturer narrative:
Concomitant medical products: s606 ipg, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and low r waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.